Manufacturer narrative:
A response from the MFR is pending.

Event description:
During a routine f/u interrogation, it was reported that ventricular oversensing was seen following ventricular pacing. However, on november 13, 2007, engineering software was used to extend the ventricular refractory following ventricular pacing. This procedure was successful and the device remains implanted.